Event description:
It was reported that during preparation of a rx mini trek 2.0x15mm balloon dilatation catheter the stylet was observed to be protruding from the distal to guide wire exit port. The stylet was removed prior to removing the protective sheath without any resistance and was reinserted. There was no difficulty removing the protective sheath. There was no patient involvement. A second rx trek was used to complete the procedure. There was no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar stylet protruding from the distal to guide wire exit port incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.